Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During a difficult implant, the leadless pacemaker was difficult to maneuver and required trouble shooting to release. Upon release, capture threshold was unacceptable. The device was explanted and replaced with a transvenous system. The patient was stable.